Manufacturer narrative:
This product was manufactured in (B)(4), but is not marketed in the u.s. Diopter: -4.00/+2.00/x096. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -4.00/+2.00/x096 diopter in patient's left eye (os) on (B)(6) 2015. Excessive vault and pupil block with elevated intraocular pressure was noted on (B)(6) 2015. A yag and enlargement of pi was performed. The lens was explanted and was exchanged for a shorter lens. This resolved the problem. Post-op visit on (B)(6) 2015; ucva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn/broken. (B)(4).